Event description:
The customer received a questionable (vitamin d) 25-hydroxyvitamin d result for one patient sample. The initial result was 163.4 nmol/l and was reported outside the laboratory. The physician asked that the sample be tested by another method as the patient had no vitamin d intake. The sample was tested by diasorin liaison method and the result was 75 nmol/l. The patient was not adversely affected. The vitamin d reagent lot number was 169889. The expiration date was not provided.

Manufacturer narrative:
Samples from the patient were submitted for further investigation. The results from a cobas e411 analyzer were comparable to customer results. However, the results by lc-ms/ms confirmed the diasorin result. It was determined the elecsys result would lead to the same medical classification of sufficient (>75 nmol/l) as the lc-ms/ms result. No adverse event was reported.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in (B)(6).